Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) : addrl1 ipg, implanted: (B)(6) 2015; a 5076-52 lead, implanted: (B)(6) 2015; a 620rg31 heart ring, implanted: (B)(6) 2014; a 620rg29 heart ring, implanted: (B)(6) 2014; a 305c221 tissue valve, implanted: (B)(6) 2014; 5866-38m crdm adaptor, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the device had a sensing issue. It was also discovered that the atrial lead had dislodged. Both the device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.